Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning/placement problem occurred. The target lesion was located in the common iliac artery. Following predilation with a mustang balloon catheter, a 10x100x75mm epic¿ vascular stent was advanced to treat the lesion. The physician started to deploy with shaft tension however, the stent moved to the distal side about 1cm. A short length epic stent was then deployed to cover the remaining target lesion. No patient complications were reported and the patient's status was stable.